Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report#1627487-2016-03743. Follow-up indicates the original leads were not explanted during the previous surgery.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report#1627487-2016-03743. It was reported the patient experienced a loss of therapy as well as high impedance measurements. Reportedly, surgical intervention was undertaken to address the issue on (B)(6) 2016 during which an attempt to revise the leads was unsuccessful. (Reference MFR report# 1627487-2016-03796). The physician opted to refer the patient to a neurosurgeon to further address the issue. Note: it's currently unknown if any lead was explanted during the procedure.